Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned device found that the midshaft was kinked at 2.5cm distal to its proximal edge and kinked at the port site. The stent was stretched and damaged and was free moving along the balloon. The tip of the device was flattened. As a result of the damage to the tip it was not possible to load the 0.015 inch mandrel through the tip. It is noted that the damage to the tip section of the device could only have occurred after the 0.015 inch product mandrel was withdrawn from the tip and wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a percutaneous intervention procedure failure to load on a wire occurred. While attempting to introduce a 3.50x32mm veriflex stent, the stent delivery system was unable to be loaded over an unknown wire. The device did not contact the patient. No patient injuries or complications were reported. Patient condition listed as 'fine.' However, returned product analysis revealed stent damage.